Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 8/17/2016 with the following findings: during investigation, the display was found to be dim, fading and discolored. No evidence of moisture was observed behind the display. A leak test was performed and no leaks were detected. The pump was opened and no evidence of moisture was found inside the pump. Unrelated to the complaint, investigation revealed the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/colorspectrum with/moisture) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.